Event description:
A false positive advia centaur xp toxoplasma g (toxo g) result was obtained for a patient sample. The result was reported to the physician and was questioned. Repeat testing was performed on the same patient sample and the result was negative. The patient sample was tested with the advia centaur xp toxo m and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site for system inspection. The fse performed checks, verifications and cleaning on the system. The fse found that the pinch valve for aspiration 2 was mispositioning and repaired. The cause for the discordant advia centaur toxoplasma g (toxo g) results is unknown and may be attributed to to system malfunction. No patient sample is available for further testing. The quality control and calibration were acceptable. The instrument is performing within specifications. Instrument information: brand name: advia centaur xp; common device name: immunoassay analyzer; model #: advia centaur xp; catalog #: 078-a002-xx; product code: jje; 510(k): k041133; serial number: (B)(4).